Manufacturer narrative:
Suspect device received on april 12, 2021. Device evaluation completed on april 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 800cc returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified reconstruction surgery with an unknown mentor gel on the left side and mentor memorygel breast implant, 800cc on the right side, silicon prosthesis experienced bilateral breast asymmetry issue post procedure. As a result, patient underwent bilateral replacements as follow: left- cat#: shpx790, sn#: (B)(4), and right replaced with cat#: shpx790, sn#: (B)(4) on (B)(6) 2021. This report relates to the right side.